Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose of 67 to 400mg/dl. Troubleshooting found that the act keypad button is not responsive and the pump was exposed to rain. Previously, the customer called with an off no power alarm and a low battery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged on the keypad traces. No moisture damage was found on the electronic assembly or motor noted. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The off no power and low battery alarm functioned properly. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed 2.0 units fix prime with water reservoir, the water did exit the infusion set. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.